Event description:
Physician used a micro introducer kit during treatment of the patient's great saphenous vein (gsv). IFU was followed. It is reported the physician was doing a varithena procedure and used the mis sheath set for access to the below knee segment of the gsv. No issues advancing the .018 guidewire into the needle and vein. There was no resistance when advancing wire and vein appeared to be straight. When the physician went to withdraw the wire, there was resistance felt and wire was then pulled harder, and it appeared to have been shredding off. Patient had no discomfort and treatment went as planned. No remaining pieces of the wire were noted in the patient post procedure. No patient injury reported.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Physician used a micro introducer kit during treatment of the patient's great saphenous vein (gsv). IFU was followed. It is reported the physician was doing a varithena procedure and used the mis sheath set for access to the below knee segment of the gsv. No issues advancing the .018 guidewire into the needle and vein. There was no resistance when advancing wire and vein appeared to be straight. When the physician went to withdraw the wire, there was resistance felt and wire was then pulled harder, and it appeared to have been shredding off. Patient had no discomfort and treatment went as planned. No remaining pieces of the wire were noted in the patient post procedure. No patient injury reported.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. One used guidewire was returned to argon from the customer. A visual inspection was performed on the returned product. The visual inspection established that the guidewire was damaged. The description of the customer complaint states that the guidewire experience resistance during retrieval, but not during insertion. It is likely that the resistance was felt during the retrieval due to the guidewire being removed back through the needle which is goes against the IFU. The IFU for guidewire states, "do not withdraw a guidewire through a needle. Straighten the guidewire in order to withdraw the needle." This would also cause the guidewire to experience the same extent of damage as the returned sample. Since the issue seems to be a result of an event within the user's environment and not a manufacturing issue, no corrective action will be taken at this time.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
Physician used a micro introducer kit during treatment of the patient's great saphenous vein (gsv). IFU was followed. It is reported the physician was doing a varithena procedure and used the mis sheath set for access to the below knee segment of the gsv. No issues advancing the .018 guidewire into the needle and vein. There was no resistance when advancing wire and vein appeared to be straight. When the physician went to withdraw the wire, there was resistance felt and wire was then pulled harder, and it appeared to have been shredding off. Patient had no discomfort and treatment went as planned. No remaining pieces of the wire were noted in the patient post procedure. No patient injury reported.